Manufacturer narrative:
Presence of infection was confirmed via lab cultures, however the type of bacteria present was not shared with the firm. The infection developed at an incision site, in the area where the external devices were being worn. The infection is reported specifically at the incision site and not within the ipg pocket, thus it is unlikely that the infection was from the implant itself.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat shoulder pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the implanted leads targeting the left suprascapular nerve. After implanting the system, the patient developed infection at the ipg incision site and a full system explant was performed on (B)(6) 2025.